Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was communicated that no additional information regarding the events is available. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, stroke, and death, that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section, under "anticoagulation", also outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with fluid overload on (B)(6) 2024. An echocardiogram was performed and revealed the patient had right sided heart failure. It was unknown if the patient had pre-existing right heart failure or if it had developed post implant, but it had continued to decrease while the patient was on left ventricular assist device (lvad) support. On (B)(6) 2024 the patient had a stroke while inpatient. A computed tomography (CT) of the head showed no acute process following the stroke. Throughout the course of the patient's admission their condition worsened. The pump had appeared to function as intended throughout that time. The patient's daughter decided to withdraw care and the lvad was turned off on (B)(6) 2024. The patient passed away 1 minute after the pump was turned off. The lvad was not explanted and there was no further information available regarding the event details.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.